Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2014-01291. It was reported the pt is experiencing overstimulation and discomfort when stimulation is turned on. Reportedly, residual stimulation and a tingling sensation can be felt when stimulation is turned off. Subsequently, the pt states stimulation turns on by itself at night. Troubleshooting revealed the scs system is working properly and stimulation is managing the pain effectively. A physician consult will be the next course of action.